Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation of the returned driver revealed no anomalies. Driver tip was dimensionally checked and found to be within the specs. Since the bio-composite screw (broken fragments) was not returned for evaluation, the complaint cannot be verified. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that while inserting the anchor from the 3.5mm swivelock pre-load from the internal brace kit, the bio-composite anchor cracked laterally in 4 places. The anchor was about 85% in the tunnel, fragments were removed from the top of the anchor and it was smoothed out with a rongeur. The anchor remained and procedure continued. Broken pieces were fully retrieved. Procedure: lateral ankle repair with internal brace kit -right side. Follow-up: the surgeon felt the fixation was good with a large portion of the implant inserted and did not see the need for additional implants . Surgery was completed successfully.